Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's tube extension was fractured next to one of the keys that mates with the proximal clevis. There was no material missing. The clevis was dislodged from the tube extension. Failure analysis concluded that the tube extension likely broke due to excessive side loading or other mishandling/misuse. The instrument passed the electrical continuity test. The flush tube was not kinked. Failure analysis investigation also found pad printing removed on the instrument's tube extension. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was observed that the shaft closer to the tip on the monopolar curved scissors was cracked. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.